Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications. It was reported that the caller stated they met patient for a scheduled spinal cord ins replacement on (B)(6) 2020. Caller mentioned having to call the a pelvic health manufacturer representative about turning off the bladder device for the procedure. Patient mentioned that within the last year they had been having issues with their legs, legs would feel weird, tingling, and patient couldn't feel legs, but before that, both systems were working great. The patient had the scs system replaced, however, a few days later, patient stated they were having issues with their legs again. At this point, caller had patient turn scs device completely off. Patient also indicated that they don't typically feel their bladder stimulation but it was bothering them so patient turned it down. Patient thought maybe the bladder stimulation was causing the leg issues and inquired if the two systems could be interfering and noted there may be inflammation where the bladder stimulator is. The patient stated they turned stimulation down for the bladder stimulator and turn the other device off. The patient has an appointment with the healthcare provider (hcp) and the manufacturer representatives on (B)(6) 2020. No further complications were reported.